Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-13. Investigation summary: one loose 10ml syringe was received and evaluated. The syringe was fully assembled, and the plunger rod was pulled back. The stopper immediately became loose and the plunger rod was removed from the barrel. It was observed the retaining ring on the plunger rod was not properly molded. The short shot defect was rejectable per product specification. Potential root cause for the short shot defect is associated with the molding process. No corrective actions are necessary based on the defective rate identified. Batch 9268523 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd syringe luer-lok¿ tip stopper separated from the plunger. The following information was provided by the initial reporter, translated from french to english: "the rubber tip of the plunger gets separated of the plunger of the syringe (10ml syringe 100643).".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd syringe luer-lok¿ tip stopper separated from the plunger. The following information was provided by the initial reporter, translated from (B)(6) to english: "the rubber tip of the plunger gets separated of the plunger of the syringe (10ml syringe (B)(4))."